Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the single leaflet device attachment (slda) appears to be due to challenging patient anatomy (tethered posterior leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a dilated ventricle, and a tethered posterior leaflet. Two clips were successfully deployed on the mitral valve. A third clip was implanted and deployed. However, immediately after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr reduced to a grade of 2 and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.